Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation as they had already replaced it. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported smart cable did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while trying to use a glidescope core smart cable during a patient procedure, the image on the screen of the connected glidescope core monitor displayed all green. No delay in the procedure, use of a backup device, or harm to the patient was reported.